Event description:
It was reported that during preparation of the 3.25x15mm xience xpedition stent delivery system (sds), the proximal shaft separated; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.25x15mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.